Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Adr reported information: the patient (B)(6) took the needles home, opened the outer packaging and found that the aluminum film of the smallest package was loose and opened.call center confirmed with the customer on september 4th:it was confirmed that the tear drop label of a needle was loose and opened. Material code 320543. No samples and pictures. The product sales date and supplier were not clear. No customer response is needed.